Manufacturer narrative:
Product analysis: product analysis: analysis of the device was unable to confirm the customer comment of an intermittent capture issue. The device passed all automated and bench testing with no anomalies observed. Analysis also noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a loss of capture whilst in use. The user has made a request for the device to be evaluated. The epg was returned for service. No patient complications have been reported as a result of this event.